Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that when the customer tried entering information into the insulin pump, the numbers kept scrolling up. The numbers could not be stopped because the buttons were unresponsive. The customer replaced the battery. The customer's blood glucose was 216 mg/dl. Troubleshooting was performed and the customer removed and reinserted the battery, after which the insulin pump alarmed battery out limit. The customer stated that the battery was not out of the device greater than the allowed duration. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No number ramping anomaly or scroll bar anomaly was noted. All operating currents were within specification and no battery out limit alarms were noted. The insulin pump was received with minor scratches on the display window, cracked reservoir tube lip, and a cracked belt clip slot.